Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "11 dec 2024 ,the package was found broken during inspection". No patient involvement.

Event description:
It was reported that "(B)(6) 2024, the package was found broken during inspection". No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of broken package - sterility compromised was confirmed based on the photo and sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with open edges at the upper corner of the packaging towards the back of the stapler's frame. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35w 6/box lot # 73h2400498 was manufactured on 08/13/2024 a total of (B)(4) pieces. Lot was released on 08/23/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.